Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the newly implanted right atrial (ra), right ventricular (rv), and left ventricular (lv) leads all dislodged. It was suspected that the patient had moved too much during the post-operation period. During subsequent revision, it was found that both the ra and rv lead helices were unable to extend; tissue was observed within the ra lead helix. The ra and rv leads were removed and replaced. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.